Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated they were receiving a normal basal delivery. Customer cleared the alarm and the display went blank. Customer changed the battery and cleared the display and went blank again. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, insulin pump was received with slightly loose drive support disk. Insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked lcd display window and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).